Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an illumination lamp did not turn on and the illumination in the other ports presented with dim spots. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported events were confirmed. The lamp and the illuminator were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the lamp not turning on can be attributed to the nonconforming lamp. The root cause of the reported event of the dark spots on the port 3 and port 4 illumination can be attributed to the nonconforming illuminator. However, how or when the products became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).